Manufacturer narrative:
(B) (4). Analysis: analysis concluded that the display board was faulty. The display board was replaced and the performer remains in service. Conclusion: the flow display board and flow meter were replaced, and this device was reported to be working according to specification.

Event description:
Medtronic received information that during the setup of this performer cpb device, the flow display worked during priming; however, once the device was moved to the operating room, the flow display was not working. A competitor's device was used as a flow display. It was reported alarms were triggers during the case when the bypass timer was initiated, as the performer device detected "0" flow. The timer was shut off. When the low flow alarm came on, the performer was reset to provide a message alert only. The procedure was successfully completed with no adverse patient effects.